Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed after the case ended while the patient was in post-anesthesia. The caller reported the first sign of the patient had was a drop in blood pressure and it is unknown how it was verified. The caller reported that the medical intervention provided was a pericardiocentesis and 250cc of fluid were removed. The cause of the adverse event is unknown. The patient was reported to be in stable condition. Additional information was later received which indicated the patient did not require extended hospitalization because of the adverse event. No transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation had already been performed. A smartablate generator was used during this case with the correct catheter settings selected and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. An irrigated catheter was used in the event, the flow setting was 8cc/min. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Visitag module was used, parameters for stability used was range: 2mm, time: 3sec, force over time 25% and 3g, tag size: 3mm. No additional filter used with the visitag. Color options used prospectively was time.